Event description:
As reported through the patient registry, during the transaortic transcatheter aortic valve replacement (tavr) procedure, the first 23mm sapien valve embolized into the aorta. Per report, the valve had been positioned well and deployed under rapid pacing. The embolized valve was subsequently retracted into the descending aorta and fully deployed. A second 23mm sapien valve was then prepped, inserted transaortically and implanted without incident. Patient condition noted as good and was discharged from hospital on post-procedure day 5.

Manufacturer narrative:
(B)(6). The devices were not returned for evaluation as they were not explanted from the patient; however, per report, there was no device malfunction. A device history record (DHR) review was not required/performed as there was no allegation of product malfunction. (B)(4). Per the sapien valve instructions for use (IFU) and the thv training guide, valve malposition, embolization, and ai are known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Thv positioned too ventricular is also one of the known reasons for embolization of the device. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, procedural factors, including a prominent sigmoid septum may have caused or contributed to this event. The safety and effectiveness of the edwards sapien transcatheter heart valve via transaortic delivery has not been established, is not an approved method of delivery for the sapien valve in the united states, nor is it endorsed or recommended by edwards lifesciences. In this case, it is likely procedural factors contributed to the events. No further corrective or preventive actions are possible at this time.

Manufacturer narrative:
A device history record (DHR) review for the valve was not required/performed as there was no allegation of product malfunction. Cine images were submitted to edwards for review. The following observations/impressions were made: observations: severe aortic valve calcification, moderate aortic root calcification, no porcelain aorta, no mitral annular calcification (mac). Stable balloon aortic valvuloplasty (bav performed). Good coaxial alignment of delivery system/valve. Sheath tip via transaortic approach visible on cine. Appears to be poor image intensifier angle (iia) with the left coronary cusp (lcc) higher than the right coronary cusp (rcc), but this is not clear as the echo probe is partially covering the middle and left cusps. Valve positioned with ventricular edge of valve in alignment with the bottom of the rcc (100:0 aortic). The left ventricular edge of valve is positioned approximately 50:50. Ventilation not held and no loss of pacing capture noted during valve deployment. During valve deployment the valve moves aortic and next cine image demonstrates the valve embolized into the aorta at the level of the tip of the sheath. Multiple attempts to pull back the embolized valve into descending aorta via transfemoral approach demonstrated on cine. Last images demonstrates a sapien a valve deployed in what appears to be a stable position in the descending aorta. Next images demonstrate a 2nd sapien valve positioned with the native annulus 80:20 aortic on the right side and 50:50 on the left side. There is no noted movement of the valve during deployment and final deployment position is 80:20 aortic and the valve appears stable. Post deployment aortogram demonstrates ar. Impressions: aortic embolization of sapien valve in this case is likely attributed to procedural issues, specifically too aortic positioning (100:0 aortic), poor image intensifier angle (cusps not in same plane), and ventilation not being held during valve deployment. Patient factors such as septal hypertrophy cannot be assessed as tee was not available for review. It appears that the aortic embolization of the sapien valve is likely attributed to a combination of patient (sigmoid septum) and procedural factors, specifically too aortic positioning (100:0 aortic), poor image intensifier angle and ventilation not being held during valve deployment. No further corrective or preventive actions are possible at this time.